Event description:
It was reported that the left ventricular (lv) lead had some suspected insulation damage. During procedure, the chronic lead was noted to have an insulation sleeve sutured to it and medical adhesive had been used. The physician added more medical adhesive to prevent the sleeve from moving and proper lead function was confirmed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).